Event description:
It was reported that pump displayed malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned; no additional information was received regarding any further outcome.